Manufacturer narrative:
Additional information for (B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. It was reported that the smart control iliac 6x60ml stent, was placed in the superficial femoral artery (sfa) lesion without any issue. Three years later, the patient expire. The target lesion was the distal portion of the right femoral artery. The rate of stenosis was unknown. It is unknown if the patient has received any treatment and the details are unknown. This is a case from (B)(6) smart pms for sfa and the case number is smb809-01. Additional information was received and the details about the death and death certificate are not available. The device was not returned for analysis. A device history record review of lot 15642766 was performed and showed that the lot met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Due to the nature of the complaint, the reported death by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. Death does not represent a device malfunction as the death occurred three years after the device was implanted. As per the reported the event is unrelated to the cordis product. The event is most likely due to the patient¿s history of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related. The DHR review does not suggests that the reported failures could be related to the manufacturing process of the unit. Therefore no corrective action will be taken.

Event description:
It was reported that the smart control iliac 6x60ml stent, was placed in the superficial femoral artery (sfa) lesion without any issue. Three years later, the patient expire. The target lesion was the distal portion of the right femoral artery. The rate of stenosis was unknown. It is unknown if the patient has received any treatment and the details are unknown. His is a case from (B)(6) smart pms for sfa and the case number is (B)(4).